Event description:
Patient reported device not delivering insulin correctly. Patient indicated that her blood glucose was elevated (450 mg/dl). Patient indicated that the device delivered over 300 units of insulin, but her blood glucose did not enter her body and was unsure where the insulin went.